Manufacturer narrative:
A complete lead was returned in one piece without the guidewire. A guidewire insertion test was performed using a guidewire from abbott stock and an obstruction was observed at the middle region of the lead. Further analysis found polytetrafluoroethylene (ptfe) coating of the guidewire and blood/body fluid prevented guidewire insertion. The cause of the reported event was isolated to ptfe coating of the guidewire and blood/body fluid in the inner coil. The reported event of the guidewire could not be inserted was confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the physician was unable to insert a guidewire into the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.